Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) and right atrial (ra) lead pacing impedance values rose suddenly to high levels triggering an atrial warning. When the implantable cardioverter defibrillator (ICD) was disconnected from the leads and tested through the analyzer, the impedance and threshold values were within normal limits. The ICD remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis summary: the device was returned and analyzed. The returned device identified a failure condition that disappeared during analysis. Hybrid analysis confirmed the customer complaint of right ventricular and atrial lead impedance measurements of zero ohms. Analysis also confirmed a device battery measurement issue where the device measured the battery at 1.75 volts while the actual battery voltage was 2.784 volts. The device was found to have high system current drain and degraded supply and reference voltages. In-circuit current testing was performed on all hybrid capacitors with no leakages observed. After removing the stacked chip scale package from the hybrid, the high current drain supplies were no longer observed. The cause of the reported failures was not determined. If information is provided in the future, a supplemental report will be issued.